Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting high pacing thresholds. Patient experienced diaphragmatic stimulation. Heart wall perforation noted. Surgical intervention was needed to resolve the issue and the lead was explanted and successfully replaced with a new lead. Patient follow up was increased as result of this event. No additional adverse patient effects were reported.